Event description:
It was reported that the patient contacted support stating they were unable to attach a luer connector to the cartridge. The patient was instructed to try a different luer connector, which attached without issue. The patient was unable to provide a lot number. Blood glucose levels were reported as unaffected during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.